Event description:
The user facility reported that the device looses pressure rapidly during a case. It was reported during a case that the patient began to bleed after the cuff was re-inflated. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device looses pressure rapidly during a case. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.